Manufacturer narrative:
Record was determined to be a duplicate of (B)(4). This report was determined to be duplicate information to MFR report number 2916596-2018-04711. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported event cannot be conclusively determined through this evaluation. The controller event log file (76051232) contained approximately 2 hours of data, spanning from 05jun2018 at 9:30 to 05jun2018 at 11:26. The log file captured motor power, calculated flow, and calculated pi ranging from 3.734 to 4.218watts, 2.8 to 4.8lpm, and 3.4 to 10.7, respectively. Multiple pi events, 121 in total, were captured throughout the log file. Despite the pi events, no atypical events were captured and the pump appeared to have been operating as intended. The controller event log file (76221345) contained approximately 6 hours of data, spanning from (B)(6) 2018 at 6:47 to (B)(6) 2018 at 12:42. The log file captured motor power, calculated flow, and calculated pi ranging from 3.559 to 4.031watts, 2.4 to 4.7lpm, and 3.4 to 12.2, respectively. A single low flow event was captured on (B)(6) 2018 at 7:00 when the estimated flow was calculated to be below 2.5lpm. The low flow event lasted for approximately 4 seconds, therefore no low flow alarms were activated. In addition, 122 pi events were observed in the log file. Despite the low flow and pi events, no other atypical events were captured and the pump appeared to have been operating as intended. It was reported that the patient had a substantial amount of pi events. The patient was stable and denied symptoms of heart failure. The vad speed was initially decreased to 5000rpm and the patient¿s bumex dose was reduced. The patient received a right heart catheterization (rhc) on (B)(6) 2018 and it was noted that the inflow cannula was positional and was likely contributing to the irregularity of pi. The patient¿s vad speed was then increased to 5200rpm from 5000rpm. The patient was reportedly doing well at home and will be seen in the clinic for a follow-up. The patient remains ongoing on (B)(6) and no related events have been reported at this time. The hm3 lvas IFU warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU also describes all system alarms and the recommended actions associated with them. Suction events are discussed in the IFU. The document explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low flow alarm on (B)(6) 2020. The patient was asymptomatic. A CT scan revealed no outflow graft obstruction or twist. However, the outflow graft was pointing toward the septum. Echo revealed evidence of suction with increased lvad speeds. Right heart catheterization revealed mild-moderately elevated pressures. No action was taken. It was reported that the patient passed away on (B)(6) 2020 due to covid-19.